Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left upper arm vein. A 6.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 8 atmospheres after being inflated for 60 seconds, . The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.